Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra stent and a non-penumbra microcatheter. During the procedure, the physician placed the stent in the target vessel via the patient¿s neck to prevent coil migration, followed by thirty-one coils and one smart coil. Subsequently, while attempting to advance the next smart coil into the microcatheter, it would not advance within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using other smart coils, other non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.